Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis.

Event description:
It was reported that during the implant, the lead was not long enough for patient anatomy. The lead was not used and replaced with a different one. No patient complications have been reported as a result of this event.